Manufacturer narrative:
B3. Date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the safety mechanism broke off of the needle, causing a used needle stick injury to the user. No adverse impact was reported regarding the patient or user. Reported verbatim: "when pushing down the pink safety guard to cover the needle following use, the guard snapped off under little pressure, subsequently causing a needlestick injury to the user."

Event description:
It was reported that after using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the safety mechanism broke off of the needle, causing a used needle stick injury to the user. No adverse impact was reported regarding the patient or user. Reported verbatim: "when pushing down the pink safety guard to cover the needle following use, the guard snapped off under little pressure, subsequently causing a needlestick injury to the user."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 27-may-2025. Investigation summary bd received two photos and one sample for investigation. The customer photos display an example of a device but fail to show the reported defect. The returned sample underwent a functional test for a defective locking mechanism and hub/collar separation, and it passed with no signs of damage or separation during the activation of the safety shield. Additionally, 20 retained samples were tested in a similar manner, and all passed with no signs of damage or separation during the activation of the safety shield. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: defective locking mechanism. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.